Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-1132. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: precision spectra ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief, pain, shocking and tingling. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained.